Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited under-sensing in stored and current electrograms (egm). It was also reported that the ra lead exhibited a out-of-range low impedance, which triggered an alert. The ra lead remains in use. No patient complications have been reported as a result of this event.